Manufacturer narrative:
The complaint device associated with this report was not rec'd precluding analysis. Product history records indicate the lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.

Event description:
The intraocular lens was removed and replaced due to the pt's report of halos. Replaced with a monofocal lens without complication.